Event description:
Report received indicated that during a percutaneous transluminal angioplasty to the right renal artery the balloon leaked. The product was prepped and clinically used following the instructions for use (IFU). There was no tortuousity however there was mild lesion calcification. The lesion was not predilated. There was no resistance indicated when advancing the stent delivery system (sds) towards the target site. Sds was positioned over the lesion when at this time significant bleeding was seen into the inflation device and a balloon leakage was noticed. Subsequently, the sds was removed and exchanged by another sds catheter to end procedure successfully. There was no adverse consequence to the patient. This product will be returned for evaluation and testing. Additional information will be sent within 30 days upon receipt.